Event description:
It was reported that the closure device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the physician then inserted the wds into it. The closure device was deployed and the physician partially recaptured the closure device before it was positioned properly. During a check for release criteria the closure device inadvertently detached from the core wire and was released into the laa. The closure device did meet all release criteria so the physician decided to leave the device implanted in the patient. There were no other issues or complications as a result of this event. The patient is doing fine.